Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp0013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a little extravasation was seen after puncture, with slight tenderness. The patient was admitted to hospital for "relapse after comprehensive treatment of cervical cancer", and the "PICC catheterization" was performed on (B)(6) 2020, and the procedure went smoothly. On (B)(6) 2020, the patient came to the hospital for re-examination. The out-patient b-ultrasound showed that thrombosis attached to the wall of the catheter placed in the left subclavian vein, with the largest reaching 31.6 mm × 4.8 mm. Hospitalized for treatment, had rest in bed, elevated the right upper limb to promote venous blood return to the heart, and alleviate swelling and pain. Gave dalteparin for anticoagulation, fasudil to expand vessel and vinpocetine to eliminate oxygen free radical. Medication: 0.2ml dalteparin sodium injection by subcutaneous injection q12h, IV dripping of 100ml sodium chloride injection with 30ml fasudil injection tid, 100ml sodium chloride injection with 60mg ome